Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the second fimbriated segment shows an embedded silver metallic essure coil') and pelvic inflammatory disease ('pelvic area inflammation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, anemic, constipation, inflammation, urinary incontinence, pelvic pain, bloating, difficulty sleeping, nauseated, multiple cesarean sections and paratubal cyst. Family history included thalassemia. Concomitant products included ibuprofen (buprofen), iron, macrogol, metoclopramide from (B)(6) 2012 to (B)(6) 2021, paracetamol (acetaminophen), paroxetine hydrochloride (paxil cr) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain/chronic"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge") and nervous system disorder ("neuro conditional /problems"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, heavy menstrual bleeding, blood loss anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, rash, skin disorder, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and nervous system disorder outcome was unknown. The reporter considered back pain, bladder disorder, blood loss anaemia, cystitis, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, nervous system disorder, pelvic inflammatory disease, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury, bladder probs, urinary probs, bladder infect, uti, vaginal infect, vaginal discharge, neuro conditional /problems. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: bilateral fallopian tubes with essure coils, laparoscopic salpingectomy: completely transected segments of bilateral fallopian tubes. Focal mild chronic inflammation including focal microcalcification, likely related to essure coil. Two essure coils. Small paratubal cyst noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the second fimbriated segment shows an embedded silver metallic essure coil') and pelvic inflammatory disease ('pelvic area inflammation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, anemic, constipation, inflammation, urinary incontinence, pelvic pain, bloating, difficulty sleeping, nauseated, multiple cesarean sections and paratubal cyst. Family history included thalassemia. Concomitant products included ibuprofen (buprofen), iron, macrogol, metoclopramide from (B)(6) 2012 to (B)(6) 2021, paracetamol (acetaminophen), paroxetine hydrochloride (paxil cr) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain/chronic"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge") and nervous system disorder ("neuro conditional /problems"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, heavy menstrual bleeding, blood loss anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, rash, skin disorder, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and nervous system disorder outcome was unknown. The reporter considered back pain, bladder disorder, blood loss anaemia, cystitis, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, nervous system disorder, pelvic inflammatory disease, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury, bladder probs, urinary probs, bladder infect, uti, vaginal infect, vaginal discharge, neuro conditional /problems. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: bilateral fallopian tubes with essure coils, laparoscopic salpingectomy: completely transected segments of bilateral fallopian tubes. Focal mild chronic inflammation including focal microcalcification, likely related to essure coil. Two essure coils. Small paratubal cyst noted.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received : reporter information , explant date, concomitant drugs, event- 'embedded device' and 'pelvic area inflammation ' and other relevant history added. Event genital haemorrhage, menorrhagia, blood loss anaemia seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.